Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the lower half height cubie drawer failed and was missing from the medication application configuration. A field service engineer (fse) replaced the half height cubie bus module and drawer controller boards, but the issue persisted. After replacing the retractor band, access to the lower drawer was restored. The testing confirmed successful recovery of all pockets and the drawer. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of "failed drawer - device not detected on bus" was confirmed during field service engineer testing and subsequently confirmed in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that the lower hh cubie drawer had failed and was missing from the medication application configuration. The fse replaced the hh cubie bus module and the drawer controller boards; however, the issue persisted. The fse then replaced the retractor band, which restored access to the lower drawer. After testing, the fse confirmed that all pockets and the drawer were successfully recovered. During dchu visual inspection p/n 353844-01: was received with copper strands in contact with adjacent copper strands. P/n 151622-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. P/n 151630-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. During dchu testing p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n 151622-01: passed the dmm and hta testing. P/n 151630-01: passed the dmm and hta testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "failed drawer - device not detected on bus" was due to crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on bus. The customer reported that there was a delay in patient care. As per part investigation, it was determined that the drawer not detected on bus was due to crossed continuity between adjacent copper strands in the retractor assembly, causing thermal damage and compromising drawer functionality there were no adverse events or injuries reported based on this event.